Event description:
The insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer stated they were unable to rewind the insulin pump. Customer also reported insulin pump was exposed of moisture. Insulin pump was flashing. Insulin pump had crack on hinge. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w version: 5.2a. Retainer ring: black. Insulin pump case type: ngp. Customer returned insulin pump for an alleged exposure to moisture, insulin pump error, flashing medtronic logo display, and cosmetic damage located at the belt clip rails found on november 04, 2022. The insulin pump passed the self test, active current test, and sleep current test. However, the insulin pump failed the rewind test due to insulin pump error. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, or occlusion test due to insulin pump error. Successfully downloaded history files and traces using thump. Insulin pump error was noted during testing and in the insulin pump history on november 15, 2022 at various times. The insulin pump was cut open to perform visual inspection and found moisture damage on the motor, electrical board 1, and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, broken belt clip rails, and pillowing keypad overlay. Cosmetic damage was confirmed at the belt clip rails. Exposure to moisture was confirmed at the motor, electrical board 1, and harness assembly vibrator. Insulin pump error 38 was confirmed during testing and in the insulin pump 's downloaded history. Flashing medtronic logo was not observed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer noticed the crack on hinge , reservoir barrel was broken , noticed moisture in screen , received pump error 38 and flashing display after fell down. No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed there was no blank and partial display. Customer will discontinue to use the device. The insulin pump will be returned for analysis.